Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, intermenstrual bleeding, uterine bleeding and metrorrhagia. Concurrent conditions included anxiety since (B)(6) 2018, hypertension since(B)(6) 2015, condom since 1997, sebaceous cyst and wound. Concomitant products included hydrochlorothiazide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen), paracetamol (tylenol) and surgery (laparoscopically assisted vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy for removal date : reported (B)(6) 2015(discrepancy noted), received treatment for bleeding : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion, fallopian tubes were occluded, conclusion: satisfactory bilateral tubal occlusion with essure replacements as described. The essure devices appear to be in appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case .imrdf/FDA codes error. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, intermenstrual bleeding, uterine bleeding and metrorrhagia. Concurrent conditions included anxiety since (B)(6) 2018, hypertension since (B)(6) 2015, condom since 1997, sebaceous cyst and wound. Concomitant products included hydrochlorothiazide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen), paracetamol (tylenol) and surgery (laparoscopically assisted vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy for removal date : reported (B)(6) 2015(discrepancy noted), received treatment for bleeding : yes, psych injury : no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion, fallopian tubes were occluded, conclusion: satisfactory bilateral tubal occlusion with essure replacements as described. The essure devices appear to be in appropriate position. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, intermenstrual bleeding, uterine bleeding and metrorrhagia. Concurrent conditions included anxiety since (B)(6) 2018, hypertension since (B)(6) 2015 and condom since 1997. Concomitant products included hydrochlorothiazide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen), paracetamol (tylenol) and surgery (laparoscopically assisted vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy for removal date : reported (B)(6) t2015(discrepancy noted), received treatment for bleeding : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion, fallopian tubes were occluded, conclusion: satisfactory bilateral tubal occlusion with essure replacements as described. The essure devices appear to be in appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information added. Event : abdominal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, intermenstrual bleeding, uterine bleeding and metrorrhagia. Concurrent conditions included anxiety since (B)(6) 2018, hypertension since (B)(6) 2015 and condom since 1997. Concomitant products included hydrochlorothiazide since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (acetaminophen), paracetamol (tylenol) and surgery (laparoscopically assisted vaginal hysterectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the menorrhagia, depression, anxiety, migraine, dyspareunia, vaginal discharge, fatigue, vaginal infection and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion, fallopian tubes were occluded, conclusion: satisfactory bilateral tubal occlusion with essure replacements as described. The essure devices appear to be in appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. This case is incident. Event physical pain updated to pelvic pain. Events per pfs: psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge,vaginal infection, fatigue, abnormal bleeding (vaginal, menorrhagia). Outcome of pelvic pain and dysmenorrhea were updated. Essure insertion and removal date were added, laboratory data was added. Patient's medical history and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.